Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient's father reported leakage of insulin from the adhesive of the infusion set cannula. Father reported changing the cannula every 3 days. Father stated that after changing the cannula, the leak stops temporarily and then returns. Submitted request for assistance of an educator. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Conclusion: the complaint describing a leaky on the head set cannot be verified, the head set meets product specifications. Result no sample was received for examination. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced. Device was not returned.